Event description:
It was reported that patient had experienced inappropriate shocks. Noise oversensing was also reported. The lead was partially capped and left in the patient. The high voltage part of the lead is still in use. A new pacing and sensing lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.